Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an impella ld for mechanical circulatory support. The complainant reported that during impella placement, the patient experienced bleeding complications due to an extensive procedure. It was reported that the patient's aorta was repatched, and the chest was open post operation. It was stated that seven units of red blood cells were provided, and heparin was removed from the purge in an effort to manage the complication. Weaning was successful, the device was explanted, and the procedural outcome was the patient survived.